Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 8mm fenestrated bipolar forceps instrument had smoke come out from places that do not normally smoke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system showing 7 lives remaining. The instrument passed energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected.

Event description:
Refer to h11 for follow-up information.